Event description:
As it was reported by an affiliate, during a coronary angiogram, an exoseal packaging was not sealed. The procedure was completed with a same like product (new exoseal device). There was injury to the patient reported. No photos available.

Manufacturer narrative:
Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a procedure, it was noted that an exoseal packaging was not sealed. The damage was noted as the scrub went to open the sterile packet for use. The product was not clinically used. The actual product was not damage. The procedure was completed with another exoseal device. The product was not returned for evaluation. There were no photos of the reported issue available for review. A review of the manufacturing records could not be conducted without a lot number. Without the product available for analysis it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.